Event description:
Literature review titled "anaplastic large cell lymphoma: unusual clinical and pathologic findings: a report of the 2023 sh-ea4hp lymphoma workshop¿ reported "a... Patient with cosmetic textured breast implants for approximately 10 years presented with right breast pain" , "implant replaced due to concern for ruptured implant", "right breast enlarged after surgery", bilateral axillary lymph nodes and enlargement and was diagnosed with advanced breast implant-associated anaplastic large cell lymphoma (bia-alcl). Imaging revealed a chest wall mass with pleural effusion and lymph node involvement. Diagnostic procedures included chest x-ray, CT scan, tissue biopsy, lymph node biopsy, and pleural fluid analysis. The disease progressed despite treatment, and the patient died approximately one year after diagnosis". Pathological markers cd30+ and alk- have been reported for this patient, confirming the event of alcl. The manufacturer of the device is unknown. This record is for the right side. Device status unknown. Treatment: patient received neoadjuvant chemotherapy with cyclophosphamide, doxorubicin and prednisone, followed by radical resection of the right breast and treatment with brentuximab vedotin.

Manufacturer narrative:
Article citation: xu, j., hsi, e., miranda, r. Et al. Anaplastic large cell lymphoma: unusual clinical and pathologic findings: a report of the 2023 sh-ea4hp lymphoma workshop. American journal of clinical pathology. 2025, vol. 164, no. 1; 110-125. Clarification b2 (date of death): 1 year after diagnosis (date of diagnosis is unknown). Clarification d.6a (implant date): the patient had textured breast implants for 10 years. The event of lymphoma - alcl is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: lymphoma-alcl-confirmed, lymph node involvement, rupture.